Manufacturer narrative:
H6; code 400: firing mechanism damaged. Based upon the inquiry info rec'd and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The instrument was returned non-functional. The instrument was disassembled and was found to have a damaged clamp first lockout and with broken firing trigger teeth. No conclusion could be reached as to how this damage occurred. If the instrument is fired before the jaws are completely clamped, the instrument can fire through the clamp first lockout. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during a thoracoscopy. It was reported the ez35b did not fire properly and would not release from tissue. There was no pt consequence.